Event description:
The target lesion was the proximal to mid left anterior descending (lad) and the first diagonal branch. The proximal to mid lad was de-novo, concentric, eccentric, bifurcated, and calcified. Aha/acc classification of the vessel was type c. The lesion length was 40mm and vessel diameter was 3.0mm. The first diagonal was de-novo, eccentric, bifurcated, and calcified. Aha/acc classification of the vessel was type c. The lesion length was 15mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilation was not conducted and rotablator was conducted for both lesions. A 2.5 x 18mm cypher stent (lot unknown) was implanted at 18 atm for 20 seconds at the first diagonal. A 3.0 x 28mm cypher stent (lot number 10606043) was implanted at 15 atm for 20 seconds at the proximal to mid lad. A 3.0 x 13mm cypher stent was implanted at 15 atm for 20 seconds overlapping proximally to the 3.0 x 28mm cypher in the proximal to mid lad. The bifurcated portion was treated by crush stenting. Post-dilation was conducted with a 2.5 x 15mm balloon at 14 atm for 35 seconds in both lesions. A dissection occurred during the procedure (the time was unknown) distal to the cypher stent implanted in the mid lad and was left untreated because it was not considered an issue. Ivus was conducted for both lesions. Timi flow was 3 pre-procedure and 3 post-procedure. The residual % of stenosis was 0%. Act was not measured. The following day, the patient complained of chest pain. Coronary angiography was conducted and thrombus was observed inside the cypher stents in the proximal to mid lad. Aspiration was conducted. Balloon angioplasty was conducted with a 3.0 x 20mm balloon at 15atm several times. The patient was in stable condition.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01115. This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.